Event description:
It was reported that this right ventricular (rv) lead had a significant rise in threshold. The physician decided to use a device that would have both epicardial leads to avoid threshold complications. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a significant rise in threshold. The physician decided to use a device that would have both epicardial leads to avoid threshold complications. No additional patient adverse effects were reported.

Manufacturer narrative:
This report was created in error. Boston scientific does not own regulatory reporting responsibilities for this product.